Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient was lying down the stimulation was too high. The call was disconnected before troubleshooting could be performed. No further complications reported.